Manufacturer narrative:
G4: 03nov2020 b4: (B)(6) 2020 multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27aug2020.

Event description:
It was reported that the ventilators touchscreen was not working even after calibrating it. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the touchscreen.